Event description:
The balloon was inserted on (B)(6) 2018. During the six month removal on (B)(6) 2019, the physician noted the distal balloon was deflated. The patient was compliant with taking their ppi's.